Event description:
Customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accutni) result generated by the access® 2 immunoassay system. The initial patient result was 31.37ng/ml. Upon repeat testing, the result was within the normal reference range - 0.01ng/ml. The sample was also tested on a different instrument, upon which it gave a result of 0.01ng/ml. The erroneous result was not reported outside of the laboratory. There was no effect to patient or user with regard to this event.

Manufacturer narrative:
Qc resulted within specifications prior to the event. A field service engineer (fse) was on-site in 2009: (a) fse performed instrument protocol which passed with excellent results. (B) fse ran qc which resulted within specifications. Fse recommended troubleshooting of sample handling. Customer ran a precision run on an unmixed reagent pack with good reproducibility. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.